Event description:
The user facility reported that there were three angio-seal devices that would not lock. Each device was removed, and another angio-seal was attempted. After three attempts were made with no success, manual pressure was applied. The procedure for the patient prior to the use of the angio-seal device was a heart catheterization. There was no patient injury.

Manufacturer narrative:
A1: patient identifier: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab manager h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record cannot be reviewed due to the unknown lot number. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.